Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of bupivacaine and fentanyl at a rate of 14 to 16 ml/hr via epidural route and the delivery was started. No further programming parameters were provided. Approx thirty minutes later, the nurse noted that 94 ml of the medication had infused instead of the expected volume of 7 ml. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.